Event description:
N/a

Manufacturer narrative:
Updated fields - b4, e1, g3, g6, h2

Event description:
It was reported during routine check by customer, that the balloon catheter had leakage issue. Customer found leak during test. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Due to characterization limit e1 event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a gas loss can occur due to one or more of the following probable causes gas loss in iab circuit: a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period more or equal 80 msec and deflation period more or equal 250 msec. Causes of gas loss in iab circuit 1 leak, blood in catheter or balloon or extender tubing 2 kinks and/ or occlusions in the iab